Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not be charged despite the attempt of multiple wall adapters. The customer¿s blood glucose level was not impacted. Reportedly the customer will continue to use the pump for insulin therapy. The customer also has manual injection supplies available.